Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Extraneal and dianeal therapies were ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The patient was reported to be in his 60¿s (years of age). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.